Event description:
It was reported by the customer "during PICC procedure guidewire was retained into the patient." No other information was provided. Additional information received (B)(6) 2023: approximately 20cm of wire external to venipuncture site. Wire not maintained while PICC inserted dilated, wire retained into patient. Tourniquet placed on affected arm, rapid response called, patient had retrieval in ir through femoral vein. Patient stable throughout. Catheter was not inserted as the procedure was aborted.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.